Event description:
Using hot biopsy forceps to remove a polyp during the procedure, open and close mechanism broke off into the pt. The dr was able to retrieve the pieces and there was no harm to the pt. The entire forcep will be sent to the manufacturer for inspection which is boston scientific. This event was discussed with staff and there was no harm to the pt. The pt was undergoing a colonoscopy. There were no indications the device was broken prior to use and there were no visual defects. The device was passed down the olympus scope one time. Upon first attempt to close the forceps, the rn saw a piece break off and notified the md. The piece was retrieved without difficulty. Another device of the same type from the same MFR was used and the procedure was completed. The staff involved in this event is very experienced. Neither the md nor the rn's have had this experience with this equipment. The equipment was easy to use. No excessive torque or force was used prior to engaging the device. Staff and md do not know why the device broke. Staff notified the MFR and is in the process of returning the device for manufacturer testing and analysis as of yesterday.